Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was the patient stated they were "not feeling anything", not getting pain relief. Patient was unclear if they had relief at all since day of implant. Patient stated they charge it after about 4 days. During the call, the patient used the handset to connect to the stimulator. Patient's communicator was low so patient plugged the communicator into its charging cord. Patient confirmed therapy was off. Agent provided guidance and patient was able to turn stimulation back on. Agent reviewed considerations and external equipment best practices. Patient will monitor symptoms now that therapy was back on.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.